Event description:
The customer reported to olympus that during an unspecified diagnostic procedure the gastrointestinal videoscope had poor air and water supply. The procedure was completed using a similar device. During the evaluation the following reportable malfunction was found: there is a foreign object inside the nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition on poor air and water supply, additional evaluation findings are as follows: due to wear of angle wire bending angle in up direction did not meet the standard value, due to deformation of up/down knob water tightness was lost, connecting tube had a scratch, connecting tube had a dent, plastic distal end cover had a scratch, video connector case had a scratch, video connector had a scratch, video cable had a scratch, third party repair had been performed, light guide connector had discoloration, light guide connector had a scratch, universal cord had a scratch, image guide protector had a scratch, grip had a scratch, suction cover had a scratch, switch box had a scratch, switch 1 had a scratch, suction cylinder was shaved, due to wear of angle wire the play of up/down knob was out of the standard value, due to wear of angle wire the play of up/down knob was out of the standard value, bending section cover had discoloration, adhesive on bending section cover had a chip, adhesive on bending section cover had a crack, because suction cylinder is shaved suction volume does not meet the standard value, control unit was dirty due to water leakage, connecting tube had discoloration, control unit had a scratch, right/left knob had a scratch, right/left knob had discoloration, up/down knob had a scratch, up/down knob had discoloration, forceps elevator knob had a scratch, forceps elevator lever had a scratch, control unit had a discoloration, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning /reprocessing. The issues may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf-170 series operation edition. Instruction manual gif/cf-170 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes. - was there a delay in the start of pre-cleaning: no. - were there abnormalities in the accessories used for reprocessing: yes. - did the customer flush the air/water nozzle / channel with the detergent solution: yes. - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. - did the customer flush the air/water nozzle / channel with the detergent solution? Yes. Olympus will continue to monitor field performance for this device.